Event description:
A device report from (B)(4) indicated a hospital in the (B)(6), reported: during a l5-s1 tlif procedure using t-pal and matrix surgeon had tightened all the matrix locking caps and torqued all to 10nm. Surgeon decided to remove a locking cap to reposition the head. Surgeon used a t-25 screw driver with appropriate counter torque and the shaft gave way with the shaft spinning in the handle. Surgeon was unable to remove the cap and instead of repositioning the head, surgeon completed the procedure with no further problems. This is 4 of 4 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.